Manufacturer narrative:
Eval cannot be conducted at the time of this report, due to lack of info provided to the MFR.

Event description:
Icon hardware was used in a procedure to revise a two level charite replacement failure. Six weeks post-op, the patient presented with pain and rotation of the lumbar spine. The x-rays show an icon rod had slipped from one of the saddles.